Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the drill broke off into the patient. No further information was available.

Manufacturer narrative:
The reported event, for drill bit breakage, was confirmed, on receipt of the returned drill bit. The drill bit was evaluated by product engineering who observed that the drill bit was bent and witness marks were observed at the point of fracture. Attempts to recreate this deformation were made using parts obtained from an alternative lot number. Damage was achieved by applying a bending moment to each of the sample drill bits while cutting in bone. Each of the drill bits have bent in a consistent fashion and show similar patterns at the point where they broke as the drill bit returned in this case. The damage seen to the returned drill bit could not be replicated during normal use. The application of a bending moment while drilling could explain the damage caused to the returned drill bit. The associated devices IFU for use with drill bit 1.6mm (1/16'') x 128.0mm listed under product device label #0277-082-735 rev.a were reviewed and contain the following warning; "do not apply excessive pressure, such as bending or prying, with a cutting accessory to prevent fracturing the accessory. Applying excessive pressure, especially during high operating speeds, may cause the cutting accessory to bend significantly and result in tissue damage, loss of tactile control and the ejection of cutting accessory pieces at a high velocity."

Event description:
It was reported that during a surgical procedure, it was noted that the drill broke off into the patient. No further information was available.